Manufacturer narrative:
The customer canceled the device call. The system operates as intended.

Event description:
The customer reported that the system would display a communication failed error message. No pt injury was reported.